Event description:
According to the available information the genesis device was explanted at an unknown date and facility. The patient was implanted with a new genesis device when it was found that the patient was explanted with a rigicon implant.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.